Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp), which accelerated the rhythm into ventricular fibrillation (vf) with consequent shock delivery to terminate the arrhythmia. Programming options were provided by technical services (ts). The ICD remains in service. No additional adverse patient effects were reported.